Manufacturer narrative:
(B)(4). The device involved in this event has not been returned for evaluation. The complaint could not be confirmed and the event cause could not be determined. Per pipeline flex instruction for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Reference (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open during a procedure. The patient was being treated for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm was previously clipped and re-canalized. Max diameter and neck width were not measured. Landing zone artery size was 4mm distal and 5.12mm proximal. Vessel was severely tortuous. A continuous heparinized saline flush was used during the procedure. The pipeline flex was advanced to the treatment site without resistance. At deployment, the middle section towards the proximal end of the pipeline flex did not open around a curve in the vessel. The physician attempted to open the device by resheathing and re-deploying the device as well as wagging the device, but was unsuccessful. The pipeline flex was removed from the patient and the procedure was ended. The patient will undergo treatment on another day. There was no report of patient injury as a result of this event.